Manufacturer narrative:
Further review found this event has already been documented and submitted under MDR 3006722112-2015-00218 on 07/24/2015.

Event description:
Event description: laparoscopic band and port removed because of erosion.

Manufacturer narrative:
Taper unknown. (B)(4). Device not received by apollo to date. Visual examination may confirm or determine connector type associated with this report. Follow-up with the reporter found no additional event/patient information. Facility stated device returned, apollo has not received the product to date.